Event description:
Facility reported that there was as a blood leak on a reused dialyzer. Ebl was reported as 300 cc, as extracorporeal system was discarded. There were no adverse effects to patient. Sample discarded.

Manufacturer narrative:
Unable to verify complaint as stated; no lot number or sample provided.